Event description:
Edwards received notification from a field clinical specialist that a patient underwent right side transfemoral tavr with a 23mm sapien 3 ultra resilia valve. As reported, the balloon of the 23mm commander delivery system ruptured at end of inflation, during valve deployment. This was likely due to sinotubular junction (stj) calcium. The team attempted to pull the delivery system out of 14fr esheath+ on right side, but it would not come out. The team had to cut the balloon to remove the delivery system from balloon catheter. The team snared up and over and attempted to pull the device out via left femoral in 16f dry seal. It would not track over the calcified arch. The team then placed a 16fr sheath into the left axillary artery and into descending thoracic aorta. Through this, the team snared the nose cone of the delivery system and pulled into the axillary sheath and removed the system safely. Half was removed from 14fr esheath and other from subclavian and snare. The patient's final outcome was noted as stable condition.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.